Manufacturer narrative:
One smiths medical medfusion pump was returned for in a good condition. Event log history was performed and indicated that base not responding alarm was recorded in history. During analysis, the reported issue was unable to be duplicated. Service performed preventive maintenance and device passed all the functional test. Based on the evidence, the complaint was confirmed, and no fault was found, the base not responding is an advisory alarm that occurs if the pump is powered off within 5 seconds of the pump being powered on.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited base not responding. No adverse effects were reported.